Event description:
Patient developed abscesses / infections in both underarms 13 days after treatment. Antibiotics were prescribed. Patient went to ER for drainage. Has seen physician for wound care. Status as of 5 weeks post treatment is patient is continuing to heal as expected.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.